Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported before using bd unknown® blood collection tube found the flocculent matter in the tube. The following information was provided by the initial reporter: when the nurse prepare to use the tube, she found the flocculent matter in the tube which was replaced without causing harm to the patient.